Manufacturer narrative:
Concomitant product(s): a 4076-45 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high increasing impedance and increasing thresholds. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.